Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The accuracy test for the pointer probe failed 7 times during maintenance. After the first three failed tests, the kineverif software was closed and restarted; however, the next test failed as well. The robot was then shut down and the calibration plate was re positioned. The next two tests failed. After performing the rest of the preventative maintenance it was noted that the support arm may not have been locked during the previous tests. However, the final and seventh test after locking the arm also failed. The delta max values ranged from 0.96 to 1.1. The pointer probe was removed from the hospital and will be sent to france for a calibration check.

Manufacturer narrative:
The pointer probe was returned to the manufacturing site for investigation. Visual inspection indicated that its tip was bent. Following recalibration at manufacturing premises the part was successfully re-installed at the customer site. This part had been in use for more than two years before the alleged issue occurred. Event summary, device history record review and complaint history review did not identify contributing factors. The cause of the failure can not be determined, it is probable that the part has been damaged during use. UDI# (B)(4).

Event description:
The accuracy test for the pointer probe failed seven times during a scheduled maintenance.